Event description:
It was reported the patient had 3 strokes ¿in the past.¿ additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) stated that the patient's programmer battery depleted and he just needed a new 9v battery. It was reported that the patient shared his history of strokes which were not related to the therapy. It was noted that there was not patient hospitalization and there was no patient injury.

Manufacturer narrative:
Product ID 3387s-40, lot # v020895, implanted: (B)(6) 2007, product type lead;, product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).